Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customers blood glucose (bg) level was impacted 417 mg/dl. The customer stated that the high bg level caused nausea. The customer took a manual injection to stabilize bg levels. During troubleshooting with tandem technical support, low power alerts were found in the pump history. However, the customer stated that the pump is charged daily and was at 95% battery prior to the shutdown. Upon a follow up review of pump data revealed, that the battery went from 70% to 5% within a 20 minute timeframe. The customer stated that the battery gauge was currently displaying a 100% battery charge. It was indicated that the customer would continue to use the pump until the replacement arrives.